Event description:
It was reported that on october 5th, 2022, an eviva procedure was performed and the probes would "fire" outside the breast when prepping, but would not "fire" during the procedure when the probe was in the breast, doing a very mild "poof" sound instead of the usual louder sound. The second device was opened and it did the same. The procedure could not be completed. No patient injury reported. No other information is available.